Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the upper buttocks on (B)(6) 2017. Reportedly, calibration was not performed at least every 12 hours. Additionally, the patient did not wash and dry their hands prior to taking their fingerstick measurement. No additional event or patient information is available. No product or data were provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined. Labeling indicates: calibrate at least once every 12 hours. Calibrating less often than every 12 hours might cause inaccurate sensor glucose readings, consequently missing severe low (hypoglycemia) or high (hyperglycemia) alarm or alerts. Labeling indicates: wash and dry your hands before taking a fingerstick measurement.